Event description:
Following a breast biopsy a physician reported obtaining 2 short (small) samples and two samples that were clotted blood from a solid appearing lesion on ultrasound. He also noted that the cutter appeared to have reduced advance force. Twenty days later, the physician wanted to confirm diagnosis with a second biopsy, because of discordance with ultrasound imaging. Following this second biopsy, he received a definitive diagnosis.